Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. The manufacturer¿s international service technician confirmed the reported issue. The customer has not made a decision to repair the unit a this time. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had an error message of software anomaly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12aug2019.

Event description:
Customer contacted technical support (ts) stating that unit had an error message of software anomaly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.